Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia with cgm readings as low as 56 and an arrow indicating downward trend while using the ilet, leading them to disconnect the ilet and consume oral carbohydrates such as crackers and soda; review of device data reportedly showed repeated lows followed by highs consistent with overcorrection and manual pausing of insulin due to poor appetite and fatigue. Symptoms included hypoglycemia with fatigue and reduced appetite. Outcomes included transient interruption of insulin delivery by the user and continued glycemic variability without hospitalization. Investigation included review of available device data and user-reported history with troubleshooting and education provided. Investigation of this case revealed user-driven insulin suspension and corrective carbohydrate intake as proximate factors associated with the hypoglycemia and subsequent rebound hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.